Event description:
It was reported that the customer was in the emergency room due to hypoglycemia. The reporter blood glucose reading was 21 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.